Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an in-service device reprocessing training for the colonovideoscope, it was found that the customer was not performing the auxiliary water channel flush reprocessing step with the specified hose and a syringe as per the device instructions for use. There were no reports of patient involvement or harm as a result of the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The olympus endoscopy support specialist (ess) discussed all of the required precleaning steps including the flushing of the auxiliary water channel. The ess sent an email to or nurse manager mentioning the missing step and the tubing (maj-855) that is needed in order to perform the step. Additionally, the ess answered questions and offered to schedule additional training if needed. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.